Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. There is evidence of partially discharged batteries being installed observed in black box on (B)(6) 2014. There were multiple unexplainable power on reset (por) events also observed in bb on (B)(6) 2014 as well as one eaw 128-fe88 alarm following a "rewind" attempt. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. The current draws are within specifications. There were no "battery life" or "power" issues duplicated during investigation. Investigators removed pump case and there was no evidence of moisture or loose components inside pump. Inspected battery terminal contacts and 5 volt motor regulator u12, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.